Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated twice prior to passing away. The patient was in the hospital at the time of the event. The patient was treated at 05:21:40 and 05:22:05 while in a sinus rhythm. The patient remained in a sinus rhythm following the treatments. Multiple counting of tall p-waves contributed to the false detections. The multiple counting of the patient's ECG signal satisfied the algorithm's prescribed rate threshold. At 06:28:32 the patient degraded from a sinus rhythm to asystole, and the lifevest was deactivated. The patient had a "do not resuscitate" order, so hospital staff did not perform any resuscitation attempts.